Manufacturer narrative:
Medtronic received additional information that the pulmonary valved conduit was replaced because right ventricular pressure was about 80% systemic with a peak systolic ejection gradient (pseg) of about 50mmhg across the right ventricular outflow tract (rvot). No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 7 months post implant of this pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.